Manufacturer narrative:
Concomitant medical products: dtmb1d4 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead warning triggered, and the subcutaneous superior vena cava (svc) coil exhibited high/undefined impedances. The lead remains in use. No patient complications have been reported as a result of this event.